Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Lens received adhered to a piece of cardboard with a sticky tape. The lens was freed from the carton. Solution and glue from the tape are dried on the iol. The optic is torn/split-cut dividing the iol in two. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. There is a long scratch/fracture starting from the optic edge going to the centre of the optic. There are other light scratches on the optic too. The haptics are covered with the glue from the tape that couldn't be removed with cleaning. We are unable to determine the root cause for the reported complaint "lens scratched". The iol was returned cut in a half, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, a scratched lens was in the eye. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).